Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c. Concomitant products included ondansetron (zofran). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), burning sensation ("burning and tugging felling"), malaise ("getting sick"), flatulence ("very gas") and eructation ("burp and toot a lot"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain, burning sensation and malaise outcome was unknown. The reporter considered burning sensation, eructation, flatulence, malaise and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, burning sensation, malaise. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new events - 'very gassy' and 'burp and toot a lot' and reporter information were added. Fu 4,5,6,& 7 process together. On 23-mar-2020: information received via social media: reporter information were added.fu 4,5,6,& 7 process together. On 23-mar-2020: information received via social media. No new clinical information received. Fu 4,5,6,& 7 process together. On 23-mar-2020: information received via social media. New reporter added. Fu 4,5,6,& 7 process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ondansetron (zofran). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), burning sensation ("burning and tugging felling") and malaise ("getting sick"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain, burning sensation and malaise outcome was unknown. The reporter considered burning sensation, malaise and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, burning sensation, malaise. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ondansetron (zofran). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), burning sensation ("burning and tugging felling") and malaise ("getting sick"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain, burning sensation and malaise outcome was unknown. The reporter considered burning sensation, malaise and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, burning sensation, malaise. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.